Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. Patient advised the lifevest was cutting into her skin and she had to take it off. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient now has two scars under her breast area.